Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) that shifted-postoperatively. Retained viscoelastic is a potential cause.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned. The customer indicated the use of a qualified cartridge and a non-qualified viscoelastic with an unspecified handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause may be related to a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of an non-qualified viscoelastic may result in delivery issues and/or damage. (B)(4).